Event description:
It was reported that st segment elevation and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device & delivery system (wds) were flushed and air was removed. A watchman truseal access system (was) was positioned. The wds was inserted into the was with a wet to wet connection. Position, anchor, size, seal (pass) criteria were assessed and the device was released without issue. Immediately following deployment of the device, the patient experienced st segment elevation and a drop in blood pressure. Both events were transient, lasting only a minute or two. No interventions were performed. The implanting physician suspects a micro-bubble in the system was released during deployment. The patient was reported to be awake, alert, and without any symptoms and was kept overnight for observation.